Event description:
The customer contacted baxter's technical service center and reported the spring is broken on the compact exchange device (cxd). The baxter technical service representative arranged to have the device swapped. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation, but has not yet been received. A follow-up report will be submitted upon completion of the evaluation should the device be received by baxter.